Event description:
It was reported the patient has been experiencing soreness at his scs ipg pocket site since the pocket site was revised. The scs ipg pocket site is "tender to the touch". The patient wants the scs system explanted. Follow-up is pending.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.